Event description:
It was reported that the customer was attempting to dictate on a zero image study (study that has no images) while they had other studies open on the workstation. The user dictated on an incorrect study which initially went unnoticed. Reports were being generated on patient b, when the user was expecting the report to be created for patient a. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).